Manufacturer narrative:
The insulin pump had blank display when pressing the button due to cold solder joint on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify missing segments/partial display due to blank display. No cosmetic damage noted.

Event description:
The customer reported via phone call that the display was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.